Event description:
Initial report: this non-serious spontaneous case from (B)(6) was received from a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (local reference (B)(4)). This case involves a female, pt, who received three sessions of poly-l-lactic acid (sculptra) therapy for cosmetic purposes, with the last session administered on (B)(6) 2010. No additional treatment details were mentioned. Relevant medical history and concomitant medication info were not reported. Two days after her last treatment ((B)(6) 2010), the pt developed generalized facial swelling. On (B)(6) 2010, the pt started with steroids (nos). The pt saw her general practitioner (gp) on (B)(6) 2010 and further prescriptions for antibiotics and steroids (prednisolone 10mg) were given. The reporter mentioned that the pt had no previous history of allergy to poly-l-lactic acid therapy. Action taken/outcome - unk. A ptc (pharmaceutical technical complaint) was initiated: (B)(4) physician's causality: not specified.